Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia.

Event description:
On (B)(6) 2026, the patient's parent contacted insulet and reported that the patient had been hospitalized on (B)(6) 2026 due to elevated blood glucose levels and for medical stabilization. Insulet customer care is attempting to reach the patient to obtain additional information. If additional information is received, a supplemental report will be submitted.